Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that the gun would not push the cement out if the cartridge and into the bone filler device. No patient involved in this event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): part # kex102eb-cds; lot # 0230914342 visual inspection did not reveal any damage to the cds gun. Functional inspection with a sample cartridge confirmed the gun did not leak when pressurized and filling the cartridge up. It appears the cement hardened during the injection process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.